Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position. The patient presented with a fragile right ventricular (rv) wall. The guidewire was initially placed in the rv apex without complications, in the posterior region of the anterior-lateral papillary muscle. Steering down the delivery system (ds) involved an anterior push towards the anterior annulus. After crossing the valve, the ds was retracted to a more central position and the wire was slightly retracted. Immediately thereafter, the patient became hemodynamically unstable, the echo imaging was lost, and pericardial effusion was detected. Emergency pericardiocentesis was attempted, but the pigtail was observed not to be in the pericardium. Surgical intervention via thoracotomy was performed under resuscitation for approximately 30-40 minutes. The patient previously expressed a wish not to undergo resuscitation if needed, and therefore extra corporeal membrane oxygenation (ECMO) was not pursued. The patient subsequently passed away due to 1.5 cm perforation in the rv apex. As per medical opinion, the wall of the rv apex was described as "so thin and fragile, resembling more a membrane than a wall".

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Analysis of images: the complaint for delivery system or guidewire pushed into ventricular wall was confirmed with objective evidence provided from imaging evaluation and the information gathered from the edwards field team. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The challenging wire manipulation due to anatomical vulnerability and procedural technique was the likely root cause of the rv injury. The patient underwent the tricuspid valve procedure with a 56mm evoque valve and it was noted that the patient was extremely sick, had extremely thin cardiac tissue. The rv apex wall was described as "so thin and fragile, resembling more of a membrane than a wall". Initial wire placement was in the rv apex without complications, but subsequent delivery system steering involved anterior push toward the anterior annulus, followed by wire retraction after valve crossing. Immediately after wire retraction, the patient became hemodynamically unstable, echo imaging was lost, and a large pericardial effusion was detected. Following that, emergency pericardiocentesis was attempted but unsuccessful and surgical intervention was initiated while the patient was under active resuscitation for approximately 30-40 minutes. It was noted that the patient had earlier expressed a wish not to undergo resuscitation if required, and as a result extra corporeal membrane oxygenation (ECMO) was not pursued. Despite these efforts, the patient did not survive. Surgical findings confirmed a 1.5cm perforation in the rv apex, consistent with the guidewire trajectory. Imaging review of procedural tee confirmed that the guidewire had inadvertently perforated the rv wall. No fluoroscopic images were available to assess mechanical interaction between the delivery system and the ventricular wall. The evoque valve was not deployed, and no device malfunction was identified. The delivery system was aligned with the guidewire, and the wire appeared stable prior to the event. The perforation is attributed to procedural factors, related to guidewire management in the context of a fragile rv anatomy.